Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both priming sequences in the expected number of pulses. The pod delivered 795 pulses before being deactivated by the user. The investigation did not find any damages or deficiencies that would contribute to the needle deploying late, though it could not be determined when exactly the needle deployed. The cause of the reported needle deploying late could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.